Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the existing cuff was not coapting well enough. The patient experienced recurring incontinence as a result. The patient began to exhibit these symptoms approximately 3 to 4 months before the revision surgery. The existing pump and pressure regulating (prb) components of the aus were explanted and replaced with new components. The patient was also implanted with a secondary 3.5 cm cuff. The patient was reported to be doing well after the procedure. The explanted pump and prb are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.